Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a sling was implanted. The patient experienced pain, bladder problems, dyspareunia, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-03880. The same patient is represented in each medwatch

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted concurrently with cystoscopy, mesh and upper gastrointestinal endoscopy. It was reported that the patient underwent partial release of mesh on (B)(6) 2006; cystourethroscopic exam, dilatation from 8 french to 26 french on (B)(6) 2006; diagnosis of urethral stricture & calcaneal spur, calibrator urethral dilatation procedure, cystourethroscopic exam, injection of kenelog and marcaine for left heel on (B)(6) 2007; cystourethroscopic exam and dilation on (B)(6) 2007. The patient underwent removal of toenail right, left as well as 2nd toe heel injection. The patient experienced pain, urinary problems, dyspareunia and recurrence. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary incontinence and urinary retention.

Event description:
Details: it was reported that following insertion the patient experienced urinary incontinence and urinary retention.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency.

Event description:
It was reported that following insertion the patient experienced urinary frequency.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary leakage, descent of bladder, and incomplete bladder emptying.

Event description:
It was reported that following insertion the patient experienced urinary leakage, descent of bladder, and incomplete bladder emptying.